Manufacturer narrative:
(B)(4). The returned device was visually inspected upon receipt and it was found in normal condition. The catheter was tested for electrical resistance, current leakage, eeprom and calibration functionality and it was found within specification.the device history record (DHR) was reviewed and no anomalies were found related to this failure mode. DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint condition cannot be confirmed.

Event description:
It was reported that during a right side a-flutter procedure when the pentaray nav catheter was connected to the carto 3 system, an error 25 ("piu bit failure") was generated. The error was resolved by disconnecting the catheter and rebooting the piu. The signal loss occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardiac) recordings on both carto and ep recording systems at the same time. The case was completed by not using the pentaray catheter and completing a cti line.

Manufacturer narrative:
(B)(4).